Event description:
Related manufacturing reference number: 2017865-2023-37759. It was reported that the patient presented for a leadless pacemaker (lp) implant procedure. During the procedure, it was noted that the lp prematurely separated from the delivery catheter. The lp was implanted successfully. There were no patient consequences.